Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that an error code occurred when the cassette was hooked up. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. Error codes for service due was found in the ehl (event history log). The customer reported error code issue was duplicated during the investigation. Root cause of the reported issue is unknown, but device service due was confirmed. Recommended that the clock battery be replaced. The product is beyond 17 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 12 years and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on 19-sept-2022 via email and attached in the complaint object: the issue occurred during infusion. The infusion completed, the pump administered the total volume faster than the pump was set to run. The cassette was completely empty, but the pump indicated volume to be infused remained. The date of the event is unknown. The product did not cause or contribute to patient or clinical injury. Patient information is unknown. The pump was connected/disconnected by hospital nursing staff thus, patient information was not related to the pharmacy. The patient did not receive medical treatment. There was no adverse event to the patient, the infusion just completed a couple hours faster than expected. H10: a sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500, h6: correction: event problem and evaluation codes: method updated.